Event description:
Patient arrived to picu with intraosseous (io) needle in place from outside hospital. Picu charge nurse, attempted to remove io from patient's left lower extremety (lle). While attempting to remove io, plastic attachment broke off, leaving the io still in the bone. Nurse practitioner at bedside. Hemostats used, io removal attempted again by charge nurse, and picu resident. Fellow and attending at bedside. Ortho called when unable to remove. Io continued to resist removal and broke several times. Small piece of io left in place per md. Unfortuantely as the io needle was from a outside hospital no information is available as to the io needle make or manufacturer.